Event description:
Caller alleged discrepant results compared with lab. Results as follows: date - 2008, inratio - 1.1, lab - 1.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - early 2008, inratio - 1.1, lab - 1.8, mean - 1.45, confidence-limits - 1.1-1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab value are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No functional testing is required. Discrepant results when repeated the test with the inratio meter. The results are as follows: first test = 1.1, second test = 1.3, average 1.2, stdev 0.14, %cv 11.8. The %cv of 11.8% is less than 20%. Per internal procedure, the precision criteria is met. No product testing is required. No corrective action is required as no product deficiency was established. As of early 2009, the meter is not expected to return. No further investigation is required at this time.